Event description:
It was reported that the patient presented to the clinic one week post implant of the implantable loop recorder (ilr) and the physician noted the entry site did not have approximated edges. Steri strips were applied. Approximately one month post implant the patient presented to the clinic with complaints of soreness over the implant site. The physician noted the site to be erythematous and the device entry site was gaping. The physician could visible see the tip of the ilr at the entry site and therefore, the physician removed the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).